Event description:
The customer reported that the sys would display an x-ray disabled error message. No pt injury was reported.

Manufacturer narrative:
The ge svc rep instructed the customer over-the-phone to re-boot the workstation and the c-arm. The system operated as intended.